Event description:
The customer contact reported the ac power cord was melted with exposed wires. During routine preventive maintenance testing, the biomedical engineer inserted the power cord into the ac power outlet and noted that the ac indicator on the pump was not illuminated. No signs of damage to the power cord were noted at this time. After the power cord was wiggled, a popping noise was reported. No sparks were noted. The power cord was inspected and at this time it was noted the outer insulation was melted and wires were exposed. There were no reported adverse effects to the biomedical engineer; however, "black dust" was reported on his hand. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.